Manufacturer narrative:
No complaint was received with return of the device. Failure (event) observed during analysis. External insulation abrasion was noted at 6.9-7.1cm from the electrode tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 8.2-11.4 cm from the electrode tip. The etfe coating was intact at these locations. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.